Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 3093-28, lot# v834750, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wasn't feeling stimulation and therapy stopped working when their implant needed to be replaced when it wasn't working. The patient¿s doctor and representative met the patient and checked the implant and found the lead wasn't working. The patient described this as the wiring was not good, came unhooked, it came apart, and when it came apart it blew up. The system was replaced. No further complications were reported.